Manufacturer narrative:
Findings: minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the plastic chipping away on the battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.